Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use on a patient. A probable root cause of the problem was that the internal lithium-ion battery became defective due to aging (over 6 years old). There was no patient or user harm.

Event description:
The report from hospital say,patient (B)(6), a 19-year-old male, was sent to the emergency room by the emts due to cardiac arrest and respiratory arrest. The nurse on duty performed emergency tracheal intubation for ventilator-assisted ventilation for the patient. After the vital signs were stabilized, the patient was going to be transferred with ventilator to undergo CT examination. A minute after out of the emergency room, the ventilator screen suddenly went black. The nurse immediately disconnected the patient from the ventilator and a simple respirator was used to assist breathing. The vital signs were then observed stable. The doctor restarted the ventilator, tested the machine to be normal using a simulated lung, and then connected the patient to continue ventilation. After CT was completed, the head nurse was reported and repair was requested. Hamilton-c2 made in dec. 18, 2014.